Event description:
Adiana catheter used for sterilization procedure:the machine identified the catheter as a bad catheter and it didn't work. No patient injury. Another catheter was opened and the procedure was completed.